Event description:
A malfunction was reported with a displayed code of ¿malf 9¿ prior to which no notable events occurred. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer support provided pump reset information and assisted the customer with resetting the pump. The issue did not recur, and the customer was advised to continue using the pump and to contact technical support if the malfunction code reappears. The customer acknowledged and understood these instructions.